Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited blockage in channel due to fluid coagulation. The issue was identified at the time of reprocessing. The were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation observed chemical material. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to environment. Problem caused by exposure to environmental conditions outside the expected range. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.